Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor changed color. A pharmacist observed a color change to the brown outside of the tube of infusor. This issue was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: february 1, 2022 - february 2, 2022. H10: the device was received for evaluation. Visual inspection was performed which noted a brown colored particle matter (pm) embedded in the material of the tubing line. There was no evidence of color change to brown on the tube; the tube was found to be transparent/clear. Fourier transform infrared spectroscopy (ftir) test was performed on the particle which was found to be a mixture of polyvinyl chloride (pvc) and phthalate. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component. The reported condition was verified as embedded pm. The cause of the condition was related to manufacturing; however, the particle met manufacturing specifications. Pm outside of the fluid path does not impact the product delivered to the patient. This issue does not impact the sterile pathway and is unlikely to cause harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.